Manufacturer narrative:
The manufacturer previously reported information alleging that false "battery depleted" alarms occurred on a ventilator. The reporter stated that the batteries were fully charged overnight. They also provided that the detachable battery was replaced a few months ago but the error still occurs intermittently. No specific patient harm, serious injury, or intervention reported at this time. The device settings were CPAP 9cmh20 and they were using a dry circuit/plain tubing with a heat moisture exchanger (hme) via a drilled tracheostomy mount. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The device was returned to the manufacturer for evaluation. During the evaluation of the device error codes depicting that the internal and the detachable batteries are depleted. The ventilator was run on battery power until both the internal and detachable batteries were completely depleted to 0 capacity and then reapplied ac power and charged both batteries to 100% capacity without issue. The batteries were reinstalled, and the device was set to run. After 10:55 minutes of simulated breath the device started alarming for batteries completely depleted while the batteries were fully charged. The device then corrected itself and then would show the correct charge level of the batteries on the display. After further review of the event log, the product investigation laboratory concluded that this is an occurrence of a trilogy evo defect and is a software issue with the device. This issue is slated to be fixed in the next software revision to address the issue.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging that false "battery depleted" alarms occurred on a ventilator. The reporter stated that the batteries were fully charged overnight. They also provided that the detachable battery was replaced a few months ago but the error still occurs intermittently. No specific patient harm, serious injury, or intervention reported at this time. The device settings were CPAP 9cmh20 and they were using a dry circuit/plain tubing with a heat moisture exchanger (hme) via a drilled tracheostomy mount. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.